Event description:
It was reported that post operatively, a chest x-ray indicated that the patient had an apical pneumothorax which was noted to be a complication from the ICD system placement. The patient was placed on 100% oxygen for several days. The ICD and leads remain in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: dtbx1qq implantable cardioverter defibrillator (ICD) (B)(6) 2013; 4298 implantable pacing lead (B)(6) 2013; 6935 implantable tachy lead (B)(6) 2013. (B)(4).